Event description:
It was reported that the patient presented with device that had a completely depleted battery. The patient had been lost to follow-up for an undetermined length of time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyed. Analysis of the device revealed normal battery depletion.